Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the bezel assembly , left and right iui, discolored membrane frame. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/23/2015 to the present date 11/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was returned due to the factory recall fr 110 lvp bezel post recall r093-r098. There was no patient involvement.